Event description:
It was reported that the sales representative was called and told that on saturday night the intra-aortic balloon (iab) was inserted into the super arrow-flex (saf) sheath and became stuck.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.